Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02030.

Event description:
The patient was undergoing a coil embolization procedure in the left gonadal vein using pod10s and pod6s. During the procedure, the scrub technician advanced a pod10 approximately halfway through a lantern delivery microcatheter (lantern) and noticed that the pod10 pusher assembly was kinked; therefore, the pod10 was removed. While advancing a pod6 into the target vessel using the lantern, the pod6 unintentionally detached. It was reported that the distal segment of the pod6 was able to anchor in the vessel; however, the proximal segment of the coil did not take its intended shape in the vessel. Therefore, the physician snared and removed the pod6. The procedure was completed using a new pod10, a new pod6 and the same lantern. There was no report of an adverse effect to the patient.